Event description:
Same case as 6000089-2005-00680. During a coronary drug eluting stenting treatment procedure, balloon deflation and withdrawal difficulties occurred and 2 days later, a thrombosis developed and the pt expired. The pt was admitted with evolved antero septal myocardial infarction with ongoing chest pain. The pt was not anticoagulated. An echocardiogram showed a small apical thrombus. The pt was reported to be on plavix and aspirin, started the previous week. The pt was also on resuvastatin and nicoran pre procedure. Access was obtained through the right femoral artery and vein. Angiograms done showed a totally occluded proximal left anterior descending (lad) and an 80% stenosed mid right coronary artery (rca) lesion. The lad had timi 0-1 flow. The reference vessel diameter of the lad was 2.0 mm. The lad was predilated with a 2.0x20 mm balloon inflated to 10 atm's. A taxus liberte' 2.25 x 20 mm drug eluting stent was placed in the lad. The stent balloon was inflated to 9 atm's and post dilated to 12 atm's. An indeflator was used to deploy the stent. No difficulties occurred. Post stent placement, the proximal lad had 0% residual stenosis with timi 3 flow. The physician then went on to treat the mid rca. The reference vessel diameter of the rca was 2.8 mm. A 2.5 x 15 mm maverick balloon was used t predilate the lesion in the non tortuous, non calcified rca lesion. The balloon was inflated to 8 atm's. The taxus liberte' 3.0 x 28 mm drug eluting stent was placed in the mid rca lesion and the stent was deployed to 13 atm's using the same indeflator used for the lad stent placement. The stent balloon was not deflating properly. The physician tried to use negative pressure to deflate the balloon, but was unsuccessful. The indeflator was exchanged for a syringe and the balloon was successfully deflated with the syringe. When the physician tried to remove the balloon, he experienced withdrawal resistance. The balloon was stuck to the stent. The balloon was able to be removed by pulling with excessive force. The stent was not post dilated. Post stent placement the mid rca had 0% residual stenosis with timi 3 flow. No pt complications occurred. An angiogram showed that the rca stent. Th pt received heparin and a reopro bolus during the procedure and a reopro infusion was started. The pt was advised to follow-up at 6 months and one year for a stress test. Two nights later the pt began to experience acute chest pain while still in the hospital. The pt was transferred to another facility when the angina began. An EKG was done showing inferior lead st elevations and complete heart block. The pt expired before the physician could reach the hospital. A thrombosis was diagnosed from the abnormal EKG and the complete heart block. It is the physician's opinion that the thrombosis is related to the balloon withdrawal difficulty because he alludes to the polymer covering having been removed while attempting to withdraw the balloon from the stent.

Event description:
Additional info was obtained from the physician. The physician indicated that there were no issues, such as kinks or deformities, noticed with the stent delivery system prior to the procedure. A 50/50 non-ionic contrast was used for the procedure. The balloon inflated properly but, it "took some time". The physician encountered difficulty deflating the balloon which did deflate after about 30-40 seconds. The total inflation time of the balloon was approximately 1.5 minutes. When the balloon was removed, it was found to be completely deflated. The catheter shaft was intact upon removal. The balloon was inspected. The physician tested the inflation and deflation of the balloon outside the pt. No problems were observed. The physician used the same inflation device, a merrit inflator, for predilation and stent deployment. The diagnosis of thrombus was determined because of the abnormal EKG and the complete heart block. An autopsy was not performed.